Manufacturer narrative:
Device history review is not possible as the parts will not be returned. There are numerous lots of coral screws and determining which is the reported complaint part is not possible without the lot number. No failure analysis was possible. The product has not been returned. An x-ray image that was provided clearly shows a separation of a seat from screw head, it is not possible to determine a cause from the info given. Complaint (B)(4) is the same pt, in a revision surgery. The brief history states that the pt had 4-5 previous back surgeries, with a large construct in place. The revision surgery done under complaint (B)(4) does not list any specifics about the screw seat separation mentioned in complaint (B)(4). No corrective or preventive action is required. MFR's report number 3008657535-2011-00045 also concerns this pt. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that the pt was observed, on x-ray images, to have a coral screw head that had become detected from the screw shaft at the right iliac wing some time previously. The date this screw was placed was not known, as the pt had been operated on four or five times over the past few years. The surgeon planned to replace the broken screw during an elective transforaminal lumbar interbody fusion (tlif) on (B)(6) 2011. However, because of anesthesia considerations, the surgeon elected not to replace the broken pelvic screw at that time. The surgeon plans on doing a surgery to replace the broken pelvic screw at some future date.